Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity test. He complaint regarding the black wire and surroundings are melted was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the damage to the instrument was identified after the procedure prior to reprocessing and there was nothing out of the ordinary, there was no instrument collision, no arcing was observed, no thermal damage, and no injury to the patient. There are no photos or video for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing, the black wire of the maryland bipolar forceps instrument and its surroundings were melted. There was no report of patient involvement.